Manufacturer narrative:
Follow-up # 1: 09/11/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings:during a visual inspection of the keypad, it was noted that the keypad symbol buttons were worn but all of the buttons on the keypad were responding to user input. The keypad cover was removed and contamination was found underneath all buttons. The audio bolus button was noted to be damaged and was unresponsive to user input. The audio bolus button was removed and the slug was found to be misaligned; there was also contamination found underneath the button. Unrelated to the original complaint, there was a crack noted on the battery compartment. Also unrelated, the display was noted to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a button/keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.